Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted system, received a shock while watching a movie on a laptop. It was initially suspected to have resulted from the nature of exposed wires/insulation break of the headphones used for viewing. The egm data was sent to boston scientific's technical services for review, at which time it was suspected that the noise and oversensing may have been generated on account of a loose setscrew or a sub-optimal electrode insertion anomaly. The nature of the emg did not support an emi genesis. The patient has been discharged with no programming changes; however, it was recommended to have the patient return for isometric analysis and possible reprogramming out of the secondary vector. The patient has yet to return for an further system testing.

Manufacturer narrative:
Technical services reviewed the new information, stating the issues could have been related to an acute time post- implant and likely has self resolved as the system has settled in. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the patient was seen for a routine in-clinical follow-up. The field representative confirmed no noise or artifact observed on captured electrograms and no untreated episodes had been logged in the device memory. Additionally, no oversensing was observed and thus no programming changes implemented.